Event description:
It was reported the pt experienced lead migration. As a result, the lead was explanted and replaced. It is unk how the lead migration affected the pt's stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.